Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, which successfully resolved the issue without the error code reappearing, allowing the customer to start their sensor session.